Event description:
It was reported that the patient had the device implanted the week prior to the report and was not feeling stimulation in the middle of his back. Stimulation was in the wrong location and was felt down the side and in the patients leg but not in the middle of his back , this had been going on since implant. The patient started on group c at 0.5v and when he increased stimulation he did not feel stimulation in the middle of his back only the side. The patient had only one program on this group. The patient had three groups all with only one program. On group a and b the patient was only feeling stimulation on his side and leg. The location of stimulation did not change when they changed groups. The patient was feeling stimulation on the left side and left leg at the time of the re port. Additional information was received that there was not a 50% or greater symptom reduction and that the cause was determined to not be related to the device. Programming was needed, the patient was not getting stimulation in back after multiple reprogramming on (B)(6) 2014. X-rays and reprogramming determined that leads needed to be repositioned. It was noted that the patient did not experience a loss of stimulation or therapeutic effect. The patient recovered without permanent impairment and a revision was scheduled. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead . (B)(4).